Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 2.9 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart alarm. The device passed all operating currents tested within the specification range and passed off no power test. The device was tested with no external ram error alarm and unexpected restart alarm noted. The device had a displayable history crc check failed on the startup in the alarm history file due to corrupted history files. The device had downloaded in the carelink prosoftware and all bolus deliveries registered properly in the carelink history report noted. The device had a cracked battery tube thread, cracked reservoir tube lip, and minor scratches on the display window noted.